Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged adverse event without identified device or use problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a liver biopsy procedure using a mission instrument. Following the procedure, the patient experienced severe bleeding and significant blood loss, estimated at approximately 6 liters. It was further reported that the patient experienced a life-threatening hemorrhagic event and required emergency intervention, including surgery and embolization, to control the bleeding. The current status of the patient is unknown.